Manufacturer narrative:
H3, h6: the real intelligence foot pedal, part # rob10026, serial # (B)(6), used for treatment, was returned for evaluation. No system log files or screenshots were provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Foot pedal tested for several days and no issues were observed. Although the reported problem was not confirmed through a visual or functional evaluation, possible contributing factors may have been related to an intermittent hardware or electronic issue, an unknown software defect, or a fault in the cori console used. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence foot pedal stopped working during post-op range of motion collection. All arrays were being seen, but the pedal did not collect anything. The device was unplugged and plugged back in but the problem persisted. The procedure was resumed, after a significant delay, with a s+n back up device. Patient was not injured as consequence of this problem